Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 322 mg/dl. No bg meter comparison value was taken. The patient self-treated with insulin. A few minutes later, the patient began to sweat, was very weak, had trouble walking, and nearly lost consciousness. The patient¿s cgm was reading 200 mg/dl while the bg meter reading was 35 mg/dl. The patient was treated with a glucagon injection by his daughter. She then called 911. Once ems arrived, the patient¿s bg meter reading had risen to 80 mg/dl. No further medication or treatment was provided to the patient by ems. Ems left the patient shortly after, once the patient was feeling better but still weak. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.